Event description:
It was reported that the while changing the tubing the IV extension set was cracked at the attachment point and the connection point broken off inside cap. This event occurred on the pediatric bone marrow transplant unit and the patient impact is unknown.

Manufacturer narrative:
Patient is pediatric (dob unknown)-additional info added to b7.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the while changing the tubing the IV extension set was cracked at the attachment point and the connection point broken off inside cap. This event occurred on the pediatric bone marrow transplant unit and the patient impact is unknown.

Manufacturer narrative:
Additional information added to; d11.

Event description:
It was reported that the while changing the tubing the IV extension set was cracked at the attachment point and the connection point broken off inside cap. This event occurred on the pediatric bone marrow transplant unit and the patient impact is unknown.